Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: is the exact number of patients who experienced a reaction known? Approximately 8 incidents over the past 8 months reported by patients; however, other patients have not been captured due to patients independently going to ed suspect of ssi. If yes, please provide the exact number of patients. For each patient, please provide the following information: is a photo available of the patient's reaction? No. Could not share due to hippa if there were. Name of surgery? Lap and open inquinal hernia repair, umbilical hernia repair, lap vertical sleeve gastrectomy. What was the procedure date? Several. What date/day post op was the reaction noted? Post-op day 1-3. Was any prescription strength medication prescribed? Please specify. No. Benadryl and hydrocortisone cream. Was any surgical intervention performed? No. Did the patient have an infection? No. Were any cultures taken? Results? No. Please describe how the adhesive was applied. Unknown. I was not present in operating room during application. How was the wound cleaned and dried prior to dermabond application? Saline moistened lap, followed by dry lap. What prep was used prior to, during or after adhesive use? Chloraprep or duraprep. Was a dressing placed over the incision? If so, what type of cover dressing used? Outer dressing of gauze and tegaderm. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? None documented. Is the patient hypersensitive to pressure sensitive adhesives? None documented. Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? None documented. Patient demographics: initials/ID, gender, age or date of birth; bmi; not available. Patient pre-existing medical conditions (ie. Allergies, history of reactions). Nothing documented. Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Nothing documented. Was dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Not aware. Product code and/or lot of product used? Not available. Current patient status. Condition resolved. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Chemical reaction between chg prep and product, moisture from insufficient drying prior to application or outer dressing collecting moisture from drainage. Is product available to return for analysis? If yes, please provide name and address as to where a return shipper kit can be sent. No.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. There are no additional details regarding the additional patient events. Attempts are being made to obtain the information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is the exact number of patients who experienced a reaction known? If yes, please provide the exact number of patients. For each patient, please provide the following information: is photo available of patient reaction? Name of surgery? What was the procedure date? What date /day post op was the reaction noted? Was any prescription strength medication prescribed? Please specify. Was a topical steroid (prescription strength) prescribed? Were any other prescription medications prescribed? Was any surgical intervention performed? Did the patient have an infection? Were any cultures taken? Results? Please describe how the adhesive was applied. How was the wound cleaned and dried prior to dermabond application? What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth; bmi patient pre-existing medical conditions (ie. Allergies, history of reactions) has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Was dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Product code and/or lot of products used? Current patient status. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Is product available to return for analysis? If yes, please provide name and address as to where a return shipper kit can be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and a topical adhesive was used. Post-op, the patient experienced a localized reaction. It presented like a contact dermatitis (redness, inflammation, itching, blisters, etc.). The patient may have had to come in to remove the product and apply steri-strips. The patient may have gone to urgent care or ed to seek assistance and be treated with antibiotics unnecessarily. Additional information was requested.